Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color when the closure device was fully withdrawn, and the plug-deployment button could not be pressed. Manual compression was ultimately used. There was no reported patient injury. The device was used in a stent-assisted aneurysm embolization. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color when the closure device was fully withdrawn, and the plug-deployment button could not be pressed. Manual compression was ultimately used. There was no reported patient injury. The device was used in a stent-assisted aneurysm embolization. The procedure was performed using a retrograde approach, and the patient was safe after the procedure. The operator was trained in the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Femoral artery suitability was verified on angiography, including the correct insertion angle, and the vessel diameter was confirmed to be at least 5mm. The puncture site showed no visible calcium, plaque, stent, or stenosis greater than 50%, and had not been previously closed with any device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and both the exoseal vcd and sheath introducer were retracted together until bleed back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show red color. When the device was removed, the indicator wire loop was deployed and showed no anomalies. The device was not attempted to be deployed outside the patient¿s body. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not confirmed since the window achieved full transition during the analysis with successful plug deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color when the closure device was fully withdrawn, and the plug-deployment button could not be pressed. Manual compression was ultimately used. There was no reported patient injury. The device was used in a stent-assisted aneurysm embolization. The procedure was performed using a retrograde approach, and the patient was safe after the procedure. The operator was trained in the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Femoral artery suitability was verified on angiography, including the correct insertion angle, and the vessel diameter was confirmed to be at least 5mm. The puncture site showed no visible calcium, plaque, stent, or stenosis greater than 50%, and had not been previously closed with any device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and both the exoseal vcd and sheath introducer were retracted together until bleed back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show red color. When the device was removed, the indicator wire loop was deployed and showed no anomalies. The device was not attempted to be deployed outside the patient¿s body. The device will be returned for analysis.